Event description:
93 yr. Old female pt with complete atrioventricular block was undergoing placement of pacemaker in the electrophysiology lab and went into cardiac arrest. Resuscitative efforts were carried out. Pt died. Autopsy report revealed perforation of right ventricle and cardiac tamponade.